Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible in the guide wire lumen, on the stent implant and on the balloon, consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket were separated 17 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separation. The jacket was stretched at the separation. There was a kink in the hypotube 1.5 cm distal to the separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, follow up information confirmed that the separation did not occur during the procedure; therefore, it is likely that handling during packing for return analysis contributed to the shaft kinking and then ultimately separating. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was totally occluded which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for failure to advance or hyptoube separations for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the left anterior descending artery for treatment of a chronic total occlusion, the 2.25x15 xience v stent delivery system was advanced but could not cross the lesion. The delivery catheter was removed from the anatomy and a non-abbott device was advanced but could not cross the lesion. Ultimately, an unspecified device was used to complete the procedure. There was no adverse patient effect and no significant clinical delay in the procedure. Return device analysis revealed that the proximal hypotube was separated. Additional reported information confirmed that the separation of the device did not occur in the patient anatomy.